Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-03708. Related manufacturer reference number: 3006705815-2019-03709. It was reported that the patient's scs system was autoreducing. Diagnostics indicated high impedance readings. Reprogramming did not resolve the issue. Subsequently, the system was explanted and replaced. Therapy was restored following the procedure.